Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. This report filed january 14, 2014.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to reimplant the patient with another device as of the date of this report (B)(4) 2013.